Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was attempted to be implanted with an impella 5.5 for mechanical circulatory support. During the procedure the pump was unable to pass beyond the innominate. After multiple failed attempts, the implant was aborted and a new impella cp pump was placed via right axillary access. There was no noted patient injury associated with the delivery issue.